Manufacturer narrative:
Please reference MDR 2183870-2008-00185 for the spiderfx used in this procedure.

Event description:
Pt enrolled into the create pas trial. Tia reported (new neurological deficit lasting more than 10 minutes, but less than 24 hours). Pt recovered without sequelae.